Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in with bio ID and received a requires maintenance message. The customer stated that this malfunction occurred while pulling out medication and the user managed to get the medication from the same station but caused delay of 5 to10 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) failed. A field service engineer inspected the device and reseated universal serial bus (usb) cable to resolve biometric identifier (bio-ID) detection issue. The system functioned as intended after the field service engineer repaired the device.